Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low level failures error confirmed in the device history due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced high blood glucose level of 410 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer also stated that the insulin pump received hardware low level failure. Self test did not pass. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.